Event description:
It was reported that the bone pin got stuck in the tissue protector and then bent when trying to get it out. It appeared that the bone pin torqued while being drilled which caused it to get lodged in tissue protector. A new bone pin was used to complete the procedure without using the tissue protector.